Manufacturer narrative:
The field service engineer (fse) completed volume, conductivity, scatter (vcs) optimization by verifying and testing differential lyse and preserve low and high volume pumps; all results were acceptable. The fse cleaned and unclogged the flowcell, verified differential pinch valves for proper operation, and completed several samples successfully and was not able to reproduce the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. A definitive cause of the event is unknown.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported the instrument did not flag blast cells, for one patient's sample, involving the coulter lh 780 hematology analyzer. Blast cells were present on the manual differential. The erroneous results were released out of the laboratory and amended reports were issued. There was no report of patient injury or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.